Event description:
The customer reported that their facility uses alaris infusion pumps and they had multiple reports last week regarding incorrect volume detection, incorrect rates of delivery, and backflow into syringes. Upon investigation of these events it was identified that they had received new syringes distributed by cardinal health labeled as monoject syringes. They were different from their previous covidien monoject syringes with respect to barrel size, plunger length, dead space volume, and space between the volume.

Manufacturer narrative:
The product should be manual use, not be used in connection with pump. This is unintended use issue, not a product quality issue.